Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12956. It was reported the asymptomatic patient presented to the emergency room. Upon interrogation, it was observed the left ventricular lead was dislodged and the right atrial lead was oversensing noise triggering mode switch. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.6cm. Analysis was normal. The damage found was sustained during the surgical procedure.  The lead was otherwise normal.